Event description:
It was reported that, "the cement was harden quickly in bha operation with acm. The surgeon used spare cement and acm and the procedure was completed without any problems and delay. The doctor understood that the temperature and humidity was high and the cement was took out from the refrigerator than usual."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The product was discarded. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B)(4).